Event description:
The customer contact reported that during testing at the user facility, channel 1 of the device displayed e301 (audio alarm failure) with no audible alarm tone. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found that channel 1 of the device displayed e301 (audio alarm failure) with no audible alarm tone. This was due to the inductor on the piezo alarm assembly. This report represents all the information known by the reporter upon query by hospira personnel.